Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('very heavy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nulliparous. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), headache ("unbearable headaches"), dysmenorrhoea ("very painful periods"), abdominal pain upper ("stomach aches"), alopecia ("hair loss"), onychoclasis ("fragile nails") and back pain ("low back pain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, headache, dysmenorrhoea, abdominal pain upper, alopecia, onychoclasis and back pain outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, alopecia, back pain, dysmenorrhoea, headache, menorrhagia and onychoclasis with essure. The reporter commented: they implanted essure in me without informing me that it was irreversible and without having had children before. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 26-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('very heavy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nulliparous. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), headache ("unbearable headaches"), dysmenorrhoea ("very painful periods"), abdominal pain upper ("stomach aches"), alopecia ("hair loss"), onychoclasis ("fragile nails") and back pain ("low back pain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, headache, dysmenorrhoea, abdominal pain upper, alopecia, onychoclasis and back pain outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, alopecia, back pain, dysmenorrhoea, headache, menorrhagia and onychoclasis with essure. The reporter commented: they implanted essure in me without informing me that it was irreversible and without having had children before. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2021: no new clinical information; imrdf-FDA codes update only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4), on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('very heavy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nulliparous. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), headache ("unbearable headaches"), dysmenorrhoea ("very painful periods"), abdominal pain upper ("stomach aches"), alopecia ("hair loss"), onychoclasis ("fragile nails") and back pain ("low back pain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, headache, dysmenorrhoea, abdominal pain upper, alopecia, onychoclasis and back pain outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, alopecia, back pain, dysmenorrhoea, headache, menorrhagia and onychoclasis with essure. The reporter commented: they implanted essure in me without informing me that it was irreversible and without having had children before. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.